Event description:
It was reported that pump malfunction occurred without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting pump malfunction code, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if any malfunction code recurred, which customer acknowledged and understood.